Manufacturer narrative:
Failure analysis (fa) lab received a avea gas delivery engine (gde). Visual inspection of the gde found broken j17 connector on tca. No other visible signs of damage or misuse. A known good o2 sensor was installed and the unit was connected to a test stand and powered on in set up mode. A review of the error log found no related entries. A review of the mfg and cal screens found no discrepancies. The unit was restarted in user mode. A test circuit was installed and an est was performed. The unit passed all 3 segments. The unit was restarted in set up mode and allowed to run in fcv exercise mode for a period of 10 minutes. Following the fcv exercise the unit underwent fcv and exv characterization and exv test. The unit passed all segments. The unit was set up for regulator/relay balance and found to be outside of specifications. A balance was performed. An o2 blender calibration was performed. The o2 analyzer was removed and the unit was restarted in user mode. Upon start up the unit would not cycle, alarming circuit disconnect. The patient circuit was reseated and the unit power cycled off/on. The unit started normally and a low and high ve blending accuracy test was performed with the results entered in the edrs. The unit passed all segments. The unit was restarted in user mode and again would not cycle, alarming circuit disconnect and safety valve, with inspirational gas being bypassed through the patient output block bypass inlet. An inspection of the patient circuit found no abnormalities. A transducer calibration was performed with all transducers functioning normally. Restarted the unit in user mode again resulted in unit displaying circuit disconnect and safety valve alarms. The patient outlet block was removed and found the bracket adaptor patient outlet hardware loose. The hardware was tightened, the unit assembled and restarted, with the same alarms displayed. The unit was restarted with the pneumatic control port d3 occluded and the unit started and functioned normally. While in circuit disconnect/safety valve alarm mode, an inspection of the solenoid valve assembly found that the external pressure on the solenoid valve would cause the alarm mode to clear. The solenoid valve assembly was removed and found to have o-ring damage. A known good solenoid was installed and the unit started and operated normally. The unit was started 10 times with no further alarms. The unit was allowed to cycle overnight with no alarm occurrence. The original complaint was duplicated in the fa lab. The o2 blender solenoid valve assembly was found to be failing intermittently causing the patient outlet to switch to bypass mode. The o2 blender assembly was scrapped. The gde assembly was moved to service.

Manufacturer narrative:
(B)(6). This complaint was identified during a retrospective complaint review as meeting the criteria for an MDR and will be submitted to the FDA. (B)(4). Carefusion field service rep determined that the most likely cause of the reported event was a malfunctioning gas delivery engine (gde). At present there are no replacement parts available. Once available, a replacement gas delivery engine (gde) will be provided to complete the repair of the device and return it to service.

Event description:
A carefusion field service rep. Reported that after performing a preventative maintenance (pm) service on the device. The device alarmed "circuit disconnect" and won't ventilate.